Manufacturer narrative:
The reported event of the device having run on was confirmed. The device had a bent needle valve, damaged o-ring in the needle valve assembly and loctite failure on the lever assembly. The device was repaired and returned to the customer.

Event description:
The maestro drill with handswitch was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had unintentional activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.